Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Event description:
A nurse reported an occlusion during a left eye cataract procedure. The cassette primed, however, there was minimal fluid in the fluid bag. The occlusion bell rang. The cassette was replaced. The procedure was completed using another console. There was no patient harm. A product sample was requested for this event.